Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with two clear fragments. Visual inspection confirmed the complainant¿s experience of distal glue fragmentation. The clear fragments were identified to be a portion of the distal glue. Based on the condition of the returned unit, it is possible that the fragmentation was due to an object or instrument coming in contact with the distal glue. It is also possible that the glue was more susceptible to fragmentation. However, the exact root cause of the distal glue line fragmentation is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic appendectomy' event description: c0r47, 12x100 kii balloon blunt tip malfunctioned during non-robotic laparoscopic appendectomy at [hospital] on (B)(6) 2021. The event occurred towards the end of the procedure, right before closing the fascial defect with sutures. The trocar was being removed from the umbilicus when a "rounded piece of plastic" was noticed inside of the cannula. The plastic piece was located in the distal end of the cannula, close to the bottom of the balloon. The rest of the trocar seemed to be intact and the account manager states the plastic piece "looks like it came out of the molding." The trocar and all pieces were successfully removed from the patient. The case was completed without complications. There was no report of patient injury. Hospital staff removed the plastic piece from cannula while attempting to clean and package product for return. In the process, the plastic piece broke into two pieces that were subsequently taped to a blue glove for return to amr. Type of intervention: the trocar and all pieces were successfully removed from the patient. Patient status: no report of patient injury.

Event description:
Procedure performed: laparoscopic appendectomy event description: c0r47, 12x100 kii balloon blunt tip malfunctioned during non-robotic laparoscopic appendectomy at [hospital] on (B)(6) 2021. The event occurred towards the end of the procedure, right before closing the fascial defect with sutures. The trocar was being removed from the umbilicus when a "rounded piece of plastic" was noticed inside of the cannula. The plastic piece was located in the distal end of the cannula, close to the bottom of the balloon. The rest of the trocar seemed to be intact and the account manager states the plastic piece "looks like it came out of the molding." The trocar and all pieces were successfully removed from the patient. The case was completed without complications. There was no report of patient injury. Type of intervention: the trocar and all pieces were successfully removed from the patient. Patient status: no report of patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.